Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, total delamination of valve and white particles in device inner surface. Leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.